Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, error test, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty resistor. Unable to perform excessive no delivery test due to prime anomaly. Unit properly received readings from one touch ultra link bg meter. Unit received with broken reservoir tube lip. Unit received with cracked case at reservoir tube window corners and belt clip slot. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump excessively alarmed no delivery and the reservoir chamber is cracked. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.